Manufacturer narrative:
Additional information: d10, h3, h6. The reported pannus and torn leaflet were confirmed. There was circumferential inflow pannus. Leaflets 1 and 3 were torn. Pathological examination found calcifications in leaflets 2 and 3. All 3 leaflets were fibrotically thickened. No inflammation was present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. The circumferential pannus and the change in the architecture of the leaflet tissue due to calcification likely induced increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 25mm trifecta gt valve was implanted in the patient's aortic position with non-everting mattress suture technique using pledgets. An abbott sizer was used in the surgery. There was no problem found in the periodic health examination on (B)(6) 2020. The patient presented at the hospital complaining of shortness of breath on (B)(6) 2020. Aortic regurgitation was confirmed in the echocardiogram. On (B)(6) 2020, a re-do avr was performed, and the trifecta gt valve was explanted, replaced with a 23mm epic supra valve w/flexfit. Upon explant, a tear was confirmed on the stent post part of the ncc (non-coronary cusp), and pannus formation was observed on the inflow side of the valve. It was reported also that the cuff part got damaged upon explant. Patient is stable.